Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported heat damage which was observed. Through observation, it was found that fluid intrusion occurred inside the wireless battery module and the battery compartment of the rear case. The rear case assembly was replaced. (B)(4).

Event description:
It was reported that a spectrum pump experienced heat damage. It was also reported there was no patient involvement.